Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) cable is stuck. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) checked the machine and found power cord wire not stuck. Pull out cable half way needs using a bit power to pull out power cord wire. Fse tested to try fully pull out power cord cable two cycles time and no problem found. The machine can boot-up fully to operation mode and ready for use.